Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced abdominal hernias. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced abdominal hernias coincident with automated peritoneal dialysis (apd) therapy. The cause of the abdominal hernias was unknown. Twenty three days prior to the receipt of this report, the patient was admitted to the hospital and the patient underwent surgery for double hernia repair. Both hernias were repaired at the same time. On an unreported date in the same month, post surgery, the patient was recovered from the abdominal hernias and was discharged from the hospital. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information received from the consumer. It was reported the hernias were located in the groin. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.